Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge insyte autoguard blood control unit from lot 8278839 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and noticed a bend in the safety barrel. This bend was preventing the needle from fully retracting. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause for the observed damage could not be determined as the unit was received outside of its original packaging and appeared to have been used.

Event description:
Material no. 382523 batch no. 8278839. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needle failed to retract. The following information was provided by the initial reporter: needle on iagbc did not retract when the end user pressed the white button. No needle stick occurred, but product failed to work properly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 382523, batch no. 8278839. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needle failed to retract. The following information was provided by the initial reporter: needle on iagbc did not retract when the end user pressed the white button. No needle stick occurred, but product failed to work properly.